Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 185 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.